Manufacturer narrative:
Philips has investigated this complaint. It was reported that the image size/orientation was off. The philips field service engineer (fse) inspected the system onsite and could not replicate the reported issue. The fse confirmed that no problem was detected with the system. The reported problem did not reoccur, and the fse confirmed that the system was in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the patient was on the table and no live images. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.